Manufacturer narrative:
As no further information concerning the report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right atrial lead was surgically abandoned and replaced due to slight insulation damage during a device changeout procedure. No additional adverse patient effects.